Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) limited documentation as the patient refused to answer all questions. The patient stated that the alleged product issue first began on (B)(6) 2018, around 9:00am. The patient was unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that shortly after the alleged product issue began she developed symptoms of shaky and headache. The patient was unwilling to say if she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient inserted a new test strip in the meter or pressed the power button the meter did turn on. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.